Event description:
Device malfunction: difficult to remove. Time of device malfunction: during vessel closure procedure symptoms/ae: none. It was reported that a physician, trained in the use of starclose device, achieved common femoral arteriotomy closure after an unspecified procedure. The device was difficult to remove but it was removed with applied force. After device removal, it was noticed that the vessel locator wings were slightly open and had tissue attached. Hemostasis was achieved with the clip. There was no adverse pt sequela. Though requested no add'l info was provided.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, pt and device info. The customer reported the device was discarded. The lot number was provided. A review of the device history record did not produce any findings relevant to this report.